Event description:
A consumer reported that the patient just had surgery. No further information was provided. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.